Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp), via the manufacturer representative, reported that during the implant procedure they wanted to check impedances, but it was not possible to connect to the implantable neurostimulator (ins) using the clinician programmer (8840). The cause of the event was unknown. The ins was explanted and the representative was able to connect to the ins using the 8840. The hcp tried implanting the ins again, but after the ins was connected to the lead, there was no response with the 8840. The ins was replaced with a new one and the issue was resolved.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.